Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A bipap avaps c series device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation. Extreme dirt and moisture were found as contamination and displayed error code e053 (err_unsupported_hardware). The device was scrapped.